Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73j1500670 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the stapler is unusable; the staples stuck in the stapler. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The stapler was returned with 29 staples left in the cartridge indicating that 6 staples have been fired by the end user. The staples appear aligned properly. No defects or anomalies were observed. An attempt to simulate insertion into the skin was then attempted using the returned stapler and a foam pad. No defects were found. Other remarks: the reported complaint of staples stuck in the stapler could not be confirmed based upon the sample received. The stapler returned was found to have no visible defects and passed all functional testing performed. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. A corrective action is not required at this time as there were no functional issues found with the returned sample. The root cause is undetermined or unknown. The manufacturer will continue to monitor and trend related events.